Event description:
I am a diabetic and had been using the freestyle 2 cgm sensors for many years. On the morning of (B)(6) 2023, I suffered what is medically documented as a hypoglycemic seizure event, fell to the floor, and sustained a tbi with two brain bleeds and corresponding brain shift that required emergency craniotomy. Ambulance was called and local ER conducted CT scans, labs, and determined I needed to be transported to a triage hospital in (B)(6) and was sent to the operating room for immediate surgery. I use the freestyle application on my iphone all of these years as well as do a blood glucose check 3-4 time per day. I have an alert set on the freestyle app to send an alarm off if my blood sugars hit 70 and continue to lower by the minute. I have had diabetes for 35 years and never experienced seizures before. However, I have experienced low sugar hypoglycemic episodes and the alarm has always performed as expected. This particular sensor seems to have failed this one time in a catastrophic way. Thirty minutes after the seizure /head trauma, ambulance emts arrives and tested sugars at level of 85 and raised to over 200 level within minutes to arrival at hospital ER.